Event description:
The hcp reported that the interstim system was removed due to an infection at the ipg site and the patient recovered with no sequela. No further information has been made available.